Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced diaphragmatic stimulation due to microdislodgement of the left ventricular lead. The lead was initially programmed off. It was subsequently capped on (B)(6) 2018. The patient also had a routine generator change. The procedure was successful and the patient was stable.